Event description:
A malfunction was reported on the pump, but no notable events occurred beforehand. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl (27.7 mmol/l), indicating there was no adverse impact. Technical support provided assistance by offering pump reset information, and the customer successfully reset the pump. The malfunction code did not recur, and the customer was advised to continue using the pump and to call back if any issues arise.